Event description:
It is reported that a customer received a keypad anomaly on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons on their insulin pump no longer work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to insulin shots until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.